Manufacturer narrative:
Manufacturer's Investigation Conclusion: A direct correlation between HeartMate II Left Ventricular Assist System, serial number: (b)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The current revisions of the Instructions for Use (IFU) and Patient Handbook can be found on the eIFU page of the Abbott website. The HeartMate II Left Ventricular Assist System (LVAS) IFU, Rev. B and the HeartMate II Patient Handbook Document 100171841, Rev. A, are currently available.Section 1 of the IFU, ¿Introduction¿, lists adverse events, including death, that may be associated with the use of the HeartMate II Left Ventricular Assist System. The relevant sections of the Device History Records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The outcome was not considered to be device or therapy related.